Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had underwent an incision & drainage procedure as well as a driveline reposition shortly before the interrogation. It was reported the pump stop was likely related to surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022, the patient had undergone an incision and drainage procedure as well as a driveline reposition. The site communicated that the pump being stopped for the incision and drainage procedure caused the controller's clock to not be set to the correct time.